Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/06/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that on the 1st day of sensor wear, they began to experienced itching and red skin with bumps. The sensor was removed on the 6th day of wear due to the reaction, which was located at the sensor insertion site at the abdomen. On (B)(6) 2016, the patient went to the doctor and was prescribed cortisone cream for the reaction. At the time of contact, the patient was doing well. Additional event or patient information is not available.